Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. It was not reported if the patient was connected at the time of the alarm. The event was further described as there was a "gurgling sound" from the machine, and there was "water on the floor". This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak at the connection of the homechoice automated pd set with cassette and the five (5) liter bag that led to this alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.